Event description:
Send cultures away for testing [arthrocentesis] . Joint became painful [injection site joint pain] . Joint swelled up [injection site joint swelling] . Joint became inflamed [injection site joint inflammation] . Joint became red [injection site joint erythema] . Case narrative: initial information received on 08-mar-2022 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves an adult patient who experienced joint became painful, joint swelled up, joint became inflamed and joint became red and send cultures away for testing, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (frequency, batch number, route, indication, batch number: unknown). Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that patient's joint became painful (injection site joint pain), joint swelled up (injection site joint swelling), joint became inflamed (injection site joint inflammation) and joint became red (injection site joint erythema) and send cultures away for testing (arthrocentesis), but it came back negative for any infections. Action taken: unknown for all the events. Corrective treatment: not reported for arthrocentesis; arthrocentesis for rest all the events. Outcome: not recovered for all the events.

Event description:
Send cultures away for testing [arthrocentesis] joint became painful [injection site joint pain] joint swelled up [injection site joint swelling] joint became inflamed [injection site joint inflammation] joint became red [injection site joint erythema]. Case narrative: initial information received on 08-mar-2022 from south africa regarding an unsolicited valid serious case received from a physician. This case involves an adult patient who experienced joint became painful, joint swelled up, joint became inflamed and joint became red and send cultures away for testing, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection strength: 48 mg/6 ml(frequency, batch number, route, indication, batch number: unknown). Information for batch number was not available. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that patient's joint became painful (injection site joint pain), joint swelled up (injection site joint swelling), joint became inflamed (injection site joint inflammation) and joint became red (injection site joint erythema) and send cultures away for testing (arthrocentesis), but it came back negative for any infections. Action taken: unknown for all the events. Corrective treatment: not reported for arthrocentesis; arthrocentesis for rest all the events. Outcome: not recovered for all the events. A product technical complaint (ptc) was initiated on 08-mar-2022 for " synvisc-one" (lot/batch number and expiry date: unknown) with global ptc number: (B)(4). The status of ptc sample was available, and ptc stated adverse event preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. Investigation: the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per (B)(4). Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per (B)(4) to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 28-jul-2023 with summarized conclusion as no assessment possible. Additional information was received on 28-jul-2023 from the quality department. Ptc details and strength added.

Event description:
Joint became inflamed [injection site joint inflammation] ([injection site joint pain], [injection site joint swelling], [injection site joint erythema]). Send cultures away for testing [arthrocentesis]. Case narrative: initial information received on 08-mar-2022 from south africa regarding an unsolicited valid serious case received from a physician. This case is linked to case (B)(4) (same patient, local-local case) and (B)(4) (cluster). This case involves an adult patient of unknown gender whose joint became inflamed and send cultures away for testing, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection strength: 48 mg/6 ml (dose, frequency, batch number, expiry date, route, indication: unknown). Information for batch number was requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient's joint became painful (injection site joint pain), joint swelled up (injection site joint swelling), joint became inflamed (injection site joint inflammation) and joint became red (injection site joint erythema) and send cultures away for testing (arthrocentesis), but it came back negative for any infections. Action taken: not applicable for both events. Corrective treatment: not reported for both events. Outcome: not recovered for both events. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on 08-mar-2022 for " synvisc-one" (lot/batch number and expiry date: unknown) with global ptc number: (B)(4). The status of ptc sample was available, and ptc stated adverse event preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. Investigation: the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 28-jul-2023 with summarized conclusion as no assessment possible. Additional information was received on 28-jul-2023 from the quality department. Ptc details and strength added. Additional information was received on 04-aug-2023 from the quality department. Suspect was updated form synvisc to synvisc one. Action taken was updated. Text amended accordingly.